Manufacturer narrative:
One device is received for evaluation. Visual inspection found a cracked top case, and a damaged battery connector. ¿check clutch plunger lever¿ was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the old, worn, and dirty lead clutch halves and lead screws were the root causes of the issue. The lead screw and clutch halves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a plunger lever error. There was unknown patient involvement.